Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the dfm 100 defibrillator's therapy cable is abnormal. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the als 866199 (efficia dfm100 defibrillator monitor) indicating that the therapy cable is abnormal. The event was outside of use and there was no reported patient nor user harm. A philips field service engineer (fse) evaluated the device onsite and a visual inspection found no issue of the customer's reported problem; therapy cable being abnormal. Functional tests, inspection and self-test were performed, all tests passed. The device was confirmed to be operating per specifications and no failure was identified. The device is functioning as intended, was returned to service and remains at the customer site. No further action is warranted at this time.